Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 576 mg/dl and was treated with manual injection. The customer changed the site and woke up to blocked over 400 mg/dl. It was reported that one cannula was bent and insulin flow block. The customer stated that the insulin exited. The customer was unable to remove set at this time to test site portion of the infusion set. The device will not be returned for analysis.